Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final. See additional information on h6 and h10. Based on the results of the legal manufacturer's investigation, cable failure was confirmed. It was determined that the image function did not work normally due to the failure of the cable causing the phenomenon [no image appeared] to occur. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, there was no image on the 4k autoclavable camera head. Although the procedure was completed; it is unknown what device completed the procedure. It is unknown if there was a delay in the procedure; however, there was no extended anesthesia, sedation or hospital stay required. No additional treatment was necessary and the patients outcome was good. The device was inspected per the instructions for use (IFU); however, no observations were provided. No other devices were involved in the event. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegation was confirmed and was caused by a faulty cable. Additionally, a dead pixel was found. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available